Manufacturer narrative:
The customer advised that they will not return the defective main pcb for evaluation.

Event description:
The customer reported to vyaire medical that the vela ventilator experienced transducer fault. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.